Event description:
When the physician opened the package, he noticed that the collagen coating peeled off on a portion of the graft. The physician cut the portion of the graft that peeled off and implanted the remaining portion of graft. There was no pt injury reported.

Manufacturer narrative:
No device eval was performed since product was not returned yet to the manufacturer. Results - a review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft from the same coating rack than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. Conclusions - no conclusion can be drawn until the complaint device is received and evaluated. A follow-up report will be submitted within 30 days upon receipt of any relevant info.